Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge had contained insulin. There was no reported adverse impact to customer's blood glucose level. Reportedly, the issue was resolved by loading a new cartridge.